Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately one month post index procedure with abdominal pain and fever. The patient's lab report did not show any sign of infection or inflammation, however, the physician re-intervened by draining the aneurysm sac. After the draining was completed, the patient's fever and pain resolved. The patient is report to be doing well and as of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Describe event or problem - correction.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately one year post index procedure with abdominal pain and fever. The patient's lab report did not show any sign of infection or inflammation, however, the physician re-intervened by draining the aneurysm sac. After the draining was completed, the patient's fever and pain resolved. The patient is reported to be doing well and as of the date of this report, there have been no additional patient sequelae reported.